Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event. The manta instructions for use instructs the user in step 1: arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm. The manta instructions for use lists precautions includes in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events listed in the manta instructions for use includes potential adverse events related to the deployment of vascular closure devices identified and include: access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient had a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient was reported to be "large" with a body mass index of 42.99 kg/m2. The right common femoral artery measured 9.3 mm in diameter without signs of calcium. The manta deployment depth was measured at 8.0 cm. The physician added 2.0 cm to the depth measurement. The manta was deployed at hub depth, approximately 10 cm deployment depth to accommodate the 8.0 cm + 2.0 cm deployment depth. A 26 mm heart valve was delivered using a 14f sheath. Manta was used for closure of the femoral access site. The physician reported that when the manta was pulled back to tension, the lock advancement tube was not exposed, and the collagen pad was not advanced by the slip knot. The physician stated he believed the manta toggle never made it into the femoral artery for closure (tract deployment.) The physician performed a surgical cut down to close the femoral artery during which the manta toggle was not able to be located. A manta representative was not present during the procedure. The device in question is not able to be returned to the manufacturer for investigation as it was reportedly discarded.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient had a bmi of 42.99 kg/m². The IFU list warnings do not use manta if the patient has a bmi > 40kg/m². The deployment depth measured was 8 cm and the physician added +2 cm making the total deployment depth 10 cm (manta hub depth). When manta was pulled back to tension, the tamper tube was not exposed, and the collagen was not advanced by the lock. The manta device was deployed at a depth greater than the advised 9.5 cm which could have contributed to the tamper tube not exposing for lock advancement and compaction. A surgical cut down was performed to close the artery; however, it did not reveal the toggle within the vessel. The IFU was reviewed and confirmed warnings: do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). In step 1 of the arteriotomy location procedure the IFU advises: advance the depth locator fully into the vessel once again. Keeping the skin at a neutral position, withdraw the dilator slowly. Confirm steady blood flow at the deployment depth (measured depth plus one (1) cm). Continue to withdraw the dilator until blood flow ceases. Confirm the previous measurement. If blood flow ceases at a different depth, repeat the full insertion and withdraw step (blood flow ceases) and one (1) cm advancement (blood flow is visible) of the depth locator to confirm puncture location. Manta deployment depth = flow stop measurement at skin + one (1) cm. Additionally, the IFU precautions: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified: access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.